Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during an infusion set change insulin leaked from the cartridge at the connector interface, followed by repeated ¿unable to proceed¿ alerts that were resolved only after replacing the connector, cartridge, and all associated supplies; the anchor position of the infusion set initially failed to adhere and was corrected by completing the change on the device, disconnecting at the anchor, replacing the infusion set, priming to visible drops, and reapplying the site, after which insulin therapy was resumed. Symptoms included no reported adverse clinical effects. Outcomes included successful continuation of insulin therapy without medical intervention. Investigation included troubleshooting over the phone, verification of lot numbers for the connector, cartridge, and infusion set, guided replacement of components, and confirmation of proper priming and site application. Investigation of this case revealed leakage at the cartridge-to-connector junction and an infusion site adhesion failure, consistent with a component connection issue and site application problem that resolved with replacement and proper priming. It was concluded, based on previously established findings for similar reports, that the cause was probable component malfunction at the fluidic connection compounded by improper or ineffective site adhesion, both mitigated by replacement and correct setup.